Manufacturer narrative:
Additional information regarding the patient hitting their head was not provided.

Event description:
The customer alleged that when they were unloading/loading the cot, the caster horn snapped off causing the cot to fall and tip off the load system. This resulted in the patient hitting their head.

Event description:
The customer alleged that when they were unloading/loading the cot, the caster horn snapped off causing the cot to fall and tip off the load system. This resulted in the patient hitting their head.